Event description:
It was reported that during an unknown procedure, the instrument worked well during surgery. A leak test was performed and was fine. Two days postoperatively, the patient showed postoperative insufficiency. The patient was taken back to surgery for a convert to open procedure. There was no other patient consequence reported.

Manufacturer narrative:
Date sent: 3/19/2008.